Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a reservoir leak. The customer stated the insulin was inside the reservoir chamber and was past the second o-ring. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the reservoir and change to a new set and reservoir. The customer was informed that the products would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.